Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The unit passed extended self-testing.

Event description:
Covidien received information stating that at 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.